Manufacturer narrative:
Additional information was received that the leak was less than 4.5lpm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. There was no reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement reported.